Manufacturer narrative:
Product complaint: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is unknown.

Event description:
It was reported by the affiliate via cst that the vapr coolpulse 90 electrode was clogged.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and sent to the supplier for evaluation. The evaluation reports indicate: there is tissue evident around the distal tip. There is visible staining in the proximal suction tube. The suction clamp was received closed. The device shaft, cable and plug do not show any obvious visible damage. The hipot, primary capacitance, active continuity and return continuity tests passed. The electrode was connected to a vapr vue generator and all correct default settings were made available. The electrode failed the flow rate test and the post activation flow rate test. Several attempts were made to unblock the device, by activating the device in saline, whilst applying a positive and negative pressure to the suction tube. This did not increase the flow. The blockage was found to be tissue at the distal end of the device, unfortunately the tissue was unable to be removed and the device remained blocked. From the supplier investigation they were able to confirm the customer reported blocked suction issues with the returned complaint electrode, no manufacturing defect was found and we have determined the cause of the reported suction blockage to be normal procedural debris (tissue) within the active tip. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. A DHR review has been performed for the complaint device; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). The expiration date is unknown.

Event description:
Update: there was a 10 minute surgical delay. No impact or patient consequences.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.